Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) would not accept wireless telemetry. An attempt to obtain wireless telemetry was tried with two different programmers, however, the same results were found. The crt-d was not opened and not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: device was returned and analyzed. Analysis confirmed the no tel-c condition. The failure was isolated to pin a12_pi4 of the rfm after tel-m diagnostic testing. I-v sweeps of the rfm pins indicated a resistive node on a21_pi4. This failure mode is consistent with the cause being the consumption of the ni/v ubm in the rfic solder bump. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.